Event description:
It was reported that the external pulse generator (epg) displayed an error message. Technical support (ts) explained the error and how to test for it. The caller tried testing the device, but could not duplicate the error message. The epg remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).